Manufacturer narrative:
(B)(4): (refractive surprise), (lens explanted). (B)(4).

Manufacturer narrative:
Method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length, width and diopter were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Medical review - review of the complaint file indicates that the surgeon implanted a wrong lens power by mistake. The surgeon confirms the error in the complaint form or additional communications to staar. The power of the implanted lens is different from the power lens used for exchange. This resolved the problem. Symptoms reported could include: blurred vision, decreased ucva. When a wrong lens power is implanted an exchange with the correct lens power resolves the problem. The secondary intervention is usually done by means of same incision which would not require incision enlargement and /or suturing due to the foldable properties of the collamer material (icl). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a likely cause of this event is user's error. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm 13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to a refractive surprise. The lens was exchanged for a different power lens and the problem was resolved.